Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number is included in field advisories. (B)(4).

Event description:
It was reported the patient did not maintain her ipg as recommended. In turn, her ipg became inoperable over time. As a result, the patient's ipg was explanted and replaced. Surgical intervention resolved the patient's issue.